Event description:
Advanced and retracked the us-1806 guidewire through a introducer needle multiple times. Lost the tip of the guidewire within biliary tube which then embolized into the fleshy part of the liver. No adverse sequela reported by user facility.